Event description:
It was reported to resmed that an astral device unexpectedly restarted. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to intermittent signal loss or degradation between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).